Event description:
The customer reported to customer service that her transformer smelled like burning plastic. When the transformer was received by medela, it was cracked in half, exposing the inner circuitry.

Manufacturer narrative:
A replacement transformer was sent to the customer. In follow up with the customer, she indicated that the transformer smelled like burning plastic. When the transformer was received by medela, it was cracked in half, exposing the inner circuitry. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.84 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.99 ohms, which is normal and indicates that the thermal fuse did not blow.